Event description:
It was reported that there was a discrepancy between capture management and the in-office manually measured capture threshold. The capture management test was not recognizing evoked response as capture. Capture management was programmed off. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.